Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent cannula and a high blood glucose of over 600 mg/dl. Troubleshooting was offered for the insulin pump but the customer declined because she felt it was the set. Nothing further reported.